Event description:
Prior to a pta / stenting treatment procedure, the size of the wallstent was different than what was expected. Following insertion of the stent and inflation of the balloon, the stent was 15-25 mm longer than expected. The packaged wallstent was suspected to be a different length than what was stated on the package label. The procedure was successfully completed using the stent; however a non-target area of the femoral artery was partially covered by the stent. No pt injury or complications were reported. Pt status is reported as "okay."